Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "tubing not recognized" during classroom training. No patient use or harm." A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure (set ID sensor). Upon return, the device started up with no alarms. Performed set ID admin test and unit passed. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The reported issue was not confirmed during investigation.